Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance values, likely related to subclavian crush damage. The patient underwent a surgical intervention to remove the lead but helix retraction issues were encountered. The lead was rotated free without laser extraction. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The conclusion code was selected based on the direct observation of fractured lead conductor consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance values, likely related to subclavian crush damage. The patient underwent a surgical intervention to remove the lead but helix retraction issues were encountered. The lead was rotated free without laser extraction. A new lead was implanted. No additional adverse patient effects were reported.